Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a routine weekly trach change, the trach was inserted without any issues. However, when water was instilled into the pilot balloon, it was observed leaking from the stoma. The trach was then removed, and a spare trach from the patient's "go-tach bag" was used successfully. The balloon was inflated, and the patient remained stable throughout the trach changes, with no desaturations or respiratory distress noted. Upon further inspection, the faulty trach's balloon was found to be torn and leaking. There was no medical intervention required, and no harm to the patient.

Manufacturer narrative:
H3: one used product was received for analysis. Visual inspection identified a torn cuff. The tear extended from the distal cuff band on top of the shaft and to the left of the opaque stripe around the shaft to the right side of the opaque stripe. The customer issue was confirmed. The cuff was torn and the investigation did not identify a manufacturing defect. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.